Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints 3003898360-2023-01590.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. **UDI related data quality updates only**.

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints (B)(4).

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when using on patient so changed to a new one, no impact on patient. Associated complaints 3003898360-2023-01590 and 3003898360-2023-01591.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production; the samples were functionally inspected, and issue reported "leak - other" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.